Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone she had a high blood glucose level of 444mg/dl . On (B)(6) 2018. She treated with the pump then dropped low to 42. She treated with juice .she declined for troubleshooting for high and low blood glucose level. The insulin pump will not return for analysis.